Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low and high blood glucose levels. Customer¿s blood glucose level went as low as 30 mg/dl and as high as 511 mg/dl. Customer treated their low blood glucose levels via glucagon shot. Customer treated their high blood glucose via manual injection and bolus delivery. Customer declined to troubleshoot for high and low blood glucose levels. The insulin pump will not be returned for analysis.